Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was that the air detector was damaged. This was replaced to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an issue with an air detector. There was no patient involvement.